Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number c174awk is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Concomitant products: implantable defibrillation lead, product ID: 694765, implanted: (B)(6) 2009. Implantable pacing lead, product ID: 4076, implanted: (B)(6) 2009. Implantable pacing lead, product ID: 419478, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that approximately two months after the implant procedure the left ventricular (lv) lead was found to be dislodged. The lv lead was revised and remained in use. It was later reported that the patient was deceased approximately eight months following the revision procedure due to unknown causes. The patient was a participant in the optilink hf study.